Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: it was reported that " the physician used manta for closure after evar case. She felt resistance when inserting the bypass tube into the manta sheath and did not proceed (related to this complaint). She took a new device, still felt resistance but pushed a bit more and was able to use this device (related to another complaint). But reported that she had not experienced this before and felt something was wrong with both devices ". Additional information on the 15feb2023: during an evar procedure on the 01feb2023 medial access was gained in the central femoral artery. There was no reported calcification or tortuosity present. There were no issues advancing or withdrawing procedural sheaths. The doctor was unable to advance the bypass tube into the manta sheath and was met by severe resistance. There was no buckling or bending of the sheath. The entire manta sheath was removed and a new one was placed (associated with another complaint). The doctor experienced moderate resistance with the second device but was successful in deploying it. (This is associated with this complaint). The account confirmed that there was no patient harm and was reported as fine.

Manufacturer narrative:
(B)(4), related to MDR 3010252479-2023-00027 manta. The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f ce manta was planned for closure. Access was medial in the common femoral artery, and free from calcification or tortuosity. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 14f ce manta device and sheath were removed, and a second 14f ce manta device and sheath from the same lot number was opened. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. Although the physician felt resistance, she continued to apply more pressure and was able to complete closure. The patient outcome post-procedure was fine and did not experience any harm or consequence from this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.

Event description:
It was reported that: the physician used manta for closure after evar case. She felt resistance when inserting the bypass tube into the manta sheath and did not proceed (related to this complaint). She took a new device, still felt resistance but pushed a bit more and was able to use this device (related MDR 3010252479-2023-00027 manta). But reported that she had not experienced this before and felt something was wrong with both devices. Additional information on the 15feb2023: during an evar procedure on the (B)(6) 2023 medial access was gained in the central femoral artery. There was no reported calcification or tortuosity present. There were no issues advancing or withdrawing procedural sheaths. The doctor was unable to advance the bypass tube into the manta sheath and was met by severe resistance. There was no buckling or bending of the sheath. The entire manta sheath was removed and a new one was placed (associated with another complaint). The doctor experienced moderate resistance with the second device but was successful in deploying it. (This is associated with this complaint). The account confirmed that there was no patient harm and was reported as fine.